Event description:
Registered nurse who normally does not scrub was asked to participate in a 5 1/2 hour long surgical procedure. The operating room was warm and near the end of the procedure she started getting itchy and developed welts where the gown was touching her skin. The employee was sent to occupational health, where she was treated with medication and sent home. Nurse had worn the gown before, but never for this length of time.

Manufacturer narrative:
The customer was not able to provide the sample or the lot number. Historical trending was done. There have not been any changes to the gown materials. During the product development phase, all materials used for the gown were evaluated for biocompatibility. Testing was performed in accordance with international standard biological eval of medical devices, and only materials that successfully complete these tests are commercialized. The tests utilized are designed to predict the safety of the product for the general population of users. Unfortunately, no test or series of tests can guarantee that a particular item will be compatible with all users. We will continue to monitor our customer base for complaints of this nature.